Manufacturer narrative:
.

Event description:
The patient reported that after her pain pump was implanted and filled with dilaudid every muscle "clamped down from her neck to her feet". The patient reported she was hypertonic and unable to walk. The patient also reported that during the past two and a half years, she had been homebound and unable to drive. She stated that she had over one hundred falls including one where she crushed and dislocated her shoulder requiring reconstruction. The patient reported that she only has 35% usage of that arm. The patient reported that she was repeatedly told by her managing hcp that the problem was not the pump. The patient reported seeing "every doctor under the sun" because no one knew what was wrong. The patient reported that she finally switched her pain doctor. The new hcp told her that he had never seen a dose of dilaudid that high, and, that high of a dosage could result in the symptoms the patient was experiencing. The hcp decreased the patient's dosage to 7mg/day and the patient reports that she is now able to walk again, although she still has "tightness and other symptoms." The patient's new managing hcp reported that the patient was not contacted them since the pump adjustment, so they believe the patient is doing okay, and is scheduled to come in for a refill. The hcp also reported that the patient's pump contained dilaudid and compounded baclofen.